Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, eyes do not work together, consumer goal was to see the golf ball and patient can not see it in the air, had to close one of his eyes to read and to see distance vision. There are two medical device reports associated with this patient. This report is associated with the right eye.